Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient who was receiving dilaudid at a concentration of 30 mg/ml and dose of 6.091 mg/ml via an implantable infusion pump for spinal pain. It was reported that the patient presented with increased pain. A rotor dye study was done to check the integrity of the pump. The rotor looked good and there was no clear evidence of a catheter problem. It was noted that the patient had a fall a few weeks prior to (B)(6) 2018 and felt that his pump had moved in the pocket. The patient was referred to a neurosurgeon for catheter replacement. The issue was not resolved at the time of the report. The patient's status at the time of the report was alive - no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that an "iodine test" was performed on (B)(6) 2018. The catheter was not pinched or obstructed and they thought the issue was at the tip of the catheter. The patient said that from what they discussed on (B)(6) 2018, they needed to put in a new catheter. The patient needed to get this taken care of because it had been painful and the patient kept falling. Of note, the patient mentioned that he was not in a car accident, but he did slam on the brakes to avoid hitting a car. The seat belt locked up and pressed on the patient's pump. No further complications were reported.